Event description:
A pt in the intensive care unit (ICU) was undergoing crrt on a prismaflex machine with a prismaflex m100 set. Following incorrect effluent flow alarms, approximately 48 hrs into treatment, the nurse observed an external fluid leak on the effluent line. Treatment was terminated without returning the content of the extracorporeal circuit resulting in an estimated blood loss of 152ml. The pt was not symptomatic and did not require medical intervention as a result of the blood loss. Treatment continued with a new filter. MFR ref: 8010182-2014-00054.